Event description:
It was reported that unspecified bd¿ catheters were used and the patient developed extravasation injuries. This was discovered during use. The following information was provided by the initial reporter: customer approached bd stand at conference in london. Indicated that she works in the radiology department and they have had instances where patients develop extravasation injuries during contrast medium treatment on the venflon pro safety as well as the nexiva cannulas.

Manufacturer narrative:
H.6. Investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. No DHR review can be carried out as lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ catheters were used and the patient developed extravasation injuries. This was discovered during use. The following information was provided by the initial reporter: customer approached bd stand at conference in (B)(6). Indicated that she works in the radiology department and they have had instances where patients develop extravasation injuries during contrast medium treatment on the venflon pro safety as well as the nexiva cannulas.